Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had run out of supplies to monitor continuous glucose meter (cgm) on the pump. Customer¿s blood glucose was elevated (value not provided). Reportedly, customer uploaded the software to basal iq. Customer declined to provide further information regarding elevated bg events.